Event description:
It was reported that the user suddenly experienced pain described as "electrical shocks" along with redness at the implant site for about a year at that time. It had become more frequent as the time has passed. The user had refused to use the audio processor for a couple of days, however the external device was checked and found working within specifications. The pain was only present with stimulation. The audiologist had tried different maps to reduce the pain, but the issue could not be resolved with re-fitting. There were no signs of infection and there were no known medical conditions that could account for the observed pain. Since there was no improvement, re-implantation has been performed.

Manufacturer narrative:
Conclusions: damage to the reference electrode, likely caused by an external impact, was determined to be the root cause of the device failure. Even though no such causal event, like an accident, is mentioned in the patient report. The investigation results appear to match the high gpi and decreased performance mentioned in the patient report. In addition redness above the implant site was seen, which might be related to a too strong magnet variant as no medical issues have been reported. This is a combined initial final report.